Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) year old female patient who had essure (batch no. B94873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "d and c and endometrial ablation at (B)(6) 2014". The patient's medical history included asthma, headache, grand multiparity, pap smear abnormal, menses irregular with excessive bleeding, weight gain, menarche, hair loss, dysmenorrhea, fibroids, asthenia and abdominal pain. Previously administered products included for an unreported indication: mirena. Concomitant products included ipratropium bromide; salbutamol sulfate (combivent), nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation, d and c). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2019 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion. Pathology test on (B)(6) 2014: surgical pathology report. Pathologic diagnosis: a. Endometrium, curettings: dyssynchronous endometrium with atrophic few dilated endometrial glands and extensive pre- decasualized stroma, consistent with excessive progestational effect. Detached strip of superficial squamous epithelium. Clinical information: menorrhagia, abnormal pap, sterilization. Patient complaint severe pain 10/10 to low abdominal area, cramping and construction. Warm blanket applied to lower. Back and abdominal. (As written). Procedure case: assure, removal of iud, endometrial ablation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: case become incident. Pfs received surgery information was added. Lab data, concomitant drug and historical drug were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.